Manufacturer narrative:
(B)(6). Patient age, gender and weight were not made available from the site. On 01/12/2016 - a medtronic representative, following-up at the site, reported the screw on the instrument was stripped, the site continued the procedure by using a secondary clamp. This was a tlif case. There was no impact to the patient. Return requested for suspect open spine clamp. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in transforaminal lumbar interbody fusion (tlif) procedure, the site's open spine clamp was damaged. No further details regarding the damage, or how it occurred, were provided. A second open spine clamp was brought in to continue the procedure. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the threads of the adjustment screw are damaged as well as stripped in the middle of the travel. There are tool marks around the head of the adjustment screw. The clamp is not functional as is. The reported event was confirmed to be caused by physical damage due to stripped threads on the screw. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.